Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: 1.7; lab: 3.2. Time between testing was reported as within 4 hrs. Customer did not know exact time period. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
The exact time elapsed between inratio and reference results were not indicated. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio meter = 1.7; ref = 3.2; mean = 2.45; confidence limits = 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing has been performed on reported lot 287163 on (B)(6) 2013. Results as follows: donor 230 inratio: 301; inratio: 2.9, inratio: 2.8; ref: 3.09; bias threshold: 2.09 - 4.09; %cv: 5.21. Donor 204; inratio: 2.8; inratio: 3.0, inratio: 2.8; ref: 2.97; bias threshold: 1.97 - 3.97; %cv: 4.03. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). This issue will be subject to tracking and trending.